Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a static fill estimate issue showing 105 units regardless of insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The caller was informed by technical support that this issue can occur due to variations in measured pressures used for calculating insulin amounts, and they were advised that once the remaining insulin equals the static number, the estimate will adjust normally. The caller understood the explanation.